Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: b5. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information indicating the incident occurred during an unknown therapeutic procedure. At the time of the incident, the equipment was inside the patient during sedation. The procedure was completed with the same equipment, and the patient experienced no serious injury or adverse effects.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown surgical procedure, the high flow insufflation unit failed to maintain the required pressure settings. The device was set to the standard operating pressure of 12 mmhg but was unable to achieve this target. When the pressure setting was increased to 15 mmhg, the unit still only reached 5-8 mmhg. The user observed that the gas cylinder indicated adequate supply according to the insufflator display. The surgical team confirmed there were no visible leaks in the operative field. The flow rate was 6 l/min, delivered intermittently as expected during normal operation, rather than continuously as would occur with a system leak. There was no report of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to document the legal manufacturer's final investigation due to the device has been returned. Corrected data: h6 additional information: d9 the affected device was returned to olympus america inc. And underwent physical inspection and functional testing by qualified personnel. Following thorough evaluation of the returned device, the reported malfunction ¿ specifically, failure to maintain required pressure settings ¿ could not be confirmed upon inspection. The device was found to meet all applicable performance specifications at the time of evaluation. Based on the findings of the completed investigation and given that the reported device malfunction was not confirmed during physical evaluation and functional testing of the returned device, a definitive root cause for the reported event could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.